Manufacturer narrative:
Conclusion awaiting return of device and completion of investigation.

Event description:
User reported that during ecls treatment, they experienced phases with unexpected very low and very high pco2 values between 4-180mm/hg. During the case the user also reported replacing masimo disposable 2 times due to visible condensation. There was no patient harm as a reult of this event.